Manufacturer narrative:
The insulin pump was received with normal operating currents. Also, passed self-test, rewind test, basic occlusion test, prime test and displacement test. However, the device was received stuck in the motor error loop during bolus/basal delivery and alarm confirmed in the history file. Unable to verify no delivery alarm due to motor error alarm. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The device had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a malfunction that begun 8 months ago. The insulin pump would reset after every 3 days and erase all the information in it. The insulin pump would alarm a no delivery, a motor error, and a motor position encoder error during normal usage of the device. The customer's blood glucose is unknown. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.